Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep info stating that the patient got an error code on the patient programmer when doing the lead connectivity check (lcc) function. They checked the impedances and it was normal, thus they asked the patient to do a lcc when they have a shocking sensation. The rep was to meet with the patient to clear it with the 8840. The patient was reporting occasional "shocking" and it was requested to teach the patient how to perform (lcc). They met the patient and they performed impedance test showing normal readings, and instructed use of patient programmer to perform lcc as needed. Patient returned demonstration correctly. The lcc today showed "8 contacts" when performed.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 3389s-40, lot# va1mgff, implanted: (B)(6) 2018, product type lead. Product ID 3389s-40, lot# va1h8b9, implanted: (B)(6) 2018, product type lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 03-jul-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 10-apr-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). The patient's neurologist reported the patient complained of intermittent shocking sensation over his leads and implant. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The physician performed an impedance test in the office and results were normal. The physician asked the patient to perform a lead connection check when he had a shocking episode. No interventions/actions were taken to resolve the issue. The issue was not resolved at the time of the report. No surgical intervention occurred and it was unknown if any was planned. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.